Event description:
The customer reported an error on the device that states battery not responding. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is complete.